Event description:
It was reported that the customer has been experiencing fluctuating blood glucose levels. Customer has gastroparesis and recently has had a flare up, reportedly causing managing his blood glucose levels difficult.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.